Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels of 498 mg/dl. The customer's mother stated that prior to the event, the customer was at school and a teacher noticed that the customer was pale and had red splotches on her face. The customer's mother further stated that the school nurse changed the customer's set but the customer's blood glucose continued to spike, leading to the customer feeling lethargic. The customer's mother also stated that the customer had just changed her quickset infusion set, lot #9201863. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.